Manufacturer narrative:
Our evaluation of the returned device confirmed that reporte as described. The needle has detached the cathteter and was not included in the return. There are multiple bends noted in the sheath spanning the distal 3 cm of the device. There is also a bend noted in the sheath approximately 53 sm from the handle. No other discrepancies were noted. We were unable to review the device history record because the lot number was unable to be determined. Conclusions: additional information indicated the device was used with a side viewing endoscope. The device package label contains the following statement: "to be used with forward viewing endoscopes". Damage to the device, such as needle detachment, can occur if the device is used through a side viewing endoscope. The use of the ban-18 with a side viewing endoscope is the likeliest cause of the needle detachment. Bends in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The bends located at the distal end likely occurred due to use of the endoscope elevator during use. The instructions for use for this product line advise the user the advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all gi aspiration needles are subjected to a visual inspection and functional test to ensure needle security. The functional test includes a manual tug of the needle component. Corrective actions: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the package label. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an ercp procedure to perform drainage of a pancreatic pseudocyst, the physician used a cook endoscopy gi aspiration needle. The needle was advanced through an olympus side veiwing tjf160 endoscope and entered the cyst through the gastric wall. A wire guide was placed through the needle into the pseudocyst and the needle was removed from the endoscope. Under fluoroscopy, it was then discovered that the needle component had detached from the catheter and remained inside the pseudocyst. The pseudocyst penetration site was dilated and the needle was retrieved without any damage to the patient. No additional medical procedures were required due to this event. The patient experienced no immediate post-procedure complications. This report is based on unconfireme information submitted by others. Neither the submission of this report nor any statement in it is intended to be admission that any cook endoscopy device (I) is defective or malfunctioned or (ii) caused or contributed to a death or serious injury.